Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, it was reported by a sales representative via (B)(4) that an ar-9831 apollo wand's insulation began to peel off after contact with the bone. Noticed during a case with no patient effect.